Manufacturer narrative:
(B)(4). Vyaire medical was able to verify the customer¿s reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The battery was charged for a period of 14 hours, and a 40 minute battery duration test was performed. The ventilator went into a reset cycle after 15 minutes of removing ac adapter. The battery was replaced to address the customer's reported issue.

Event description:
It was reported to vyaire medical that the ventilator's internal battery was not holding a charge. There was no report of any patient involvement associated with the reported event.